Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead exhibited an absence of pacing threshold measurements. The physician elected to reposition the lead; however, during this procedure the helix mechanism was nonfunctional and reported to be warped. As such, the lead was explanted and replaced with another boston scientific lead of same model type without incident. The explanted lead is not intended to be returned for analysis. No adverse patient effects were reported prior to, nor during the revision procedure.